Event description:
Consumer alleges while using a heating pad on her back while sitting in a chair, she felt the heating pad become overly hot. When she checked, it was smoking and flaming which damaged her jacket. No injury was reported with this incident.

Manufacturer narrative:
Bunching/laying on the pad is abuse of the product, and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.